Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing low blood glucose (bg) levels (30's mg/dl) at night. As the customer was unable to function, the customer was assisted by family members and juice was consumed to address the low bg. The customer was a new user to the pump and was still getting used to using the pump as a new form of therapy. The customer was in contact with the healthcare provider to fine tune the pump settings.